Manufacturer narrative:
.

Manufacturer narrative:
On (B)(6) 2016 follow up: customer met with health care provider and pump settings were adjusted. Reportedly, customer's blood glucose levels have been in traget range since settings were adjusted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) levels (180-510 mg/dl) with ketones. Reportedly, ketones were not identified by health care provider as dangerous/life threatening. Customer treated elevated levels using manual injections. Contact reported that the pump was performing as intended and pump settings needed adjustment. Contact indicated that health care provider would be consulted.